Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the related system error 31016 on reported date event date at 3:27 pm(utc) which indicates that the software release version on the core did not match the surgeon side console (ssc). Device history record (DHR) review-DHR review for the device involved with the reported event was not required by isi since this issue is not related to manufacturing nonconformance. The probable root cause is attributed to a mismatch of the software on the vision side cart (vsc) and ssc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed a software update to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that they received a "surgeon console not connected" message. The site had a dual surgeon side console (ssc) system, and the surgeon was able to use the second ssc. The tse recommended the customer to reboot the system. The system logs were not available during the call. The customer would perform a reboot after the case. The procedure was completing as planned with no reported injury. The customer called back to report that the system reboot did not resolve the message. The error logs showed multiple 31016 errors pointing to a software mismatch. The affected ssc was not connected to the system during the software update (p11b) and could not connect to the system.